Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the scanner is not holding a charge/abrupt shut off.

Event description:
Per tm - the scanner is not holding a charge/abrupt shut off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner is not holding a charge/abrupt shut off was confirmed. The scanner was inspected fully charged, the unit randomly shuts down on battery power, the cause of the issue is an internal battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.